Manufacturer narrative:
The insulin pump passed the displacement test, active current test and self test. Insulin pump failed the sleep current test and isolated to pcb charge/battery lasts less than expected confirmed.

Event description:
The customer's family member reported via phone call that the insulin pump had replace battery now alarm. Customer¿s blood glucose level was 83 mg/dl. Customer reported that they received the low battery alarm prior to replace battery alarm. Customer was advised to refer back up plan. The insulin pump will be returned for analysis.